Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow up. Far r-wave oversensing was noted in several stored inappropriate auto mode switching episodes. Programming changes were made.